Event description:
The customer reported that, during preparation for use, the elevator wire on the subject device was found to be broken. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material on the forceps elevator. This report is being submitted for the malfunction found during evaluation (foreign material). There was no effect on a patient due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material on the forceps elevator due to insufficient cleaning. The reported issue (broken elevator wire) was also confirmed during testing. Due to the cut on the wire, the forceps raising angle did not meet the standard value. In addition, the scope connector was deformed which resulted in a leak, the adhesive on the bending section cover was detached, there were scratches on multiple parts of the device, the connecting tube was sticky, there was dirt on multiple parts of the device, the universal cord was discolored, angulation was out of specification and there was play at the angle knob due to wear of the angle wire, and the light guide bundle had breakage. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information indicates that device was being prepared for a stone removal procedure and the procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the broken knob wire/forceps elevator wire (k-wire), and the instruction for use (IFU)-recommended reprocessing procedure was not completely implemented, leaving foreign matter on and around the forceps table. The event can be detected/prevented by following the instructions for use which state: "if the cleaning, disinfection, and sterilization of the endoscope is insufficient in the IFU (reprocessing manual), it states that there is a risk of infection to the patient and the operator who performs the following procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.